Manufacturer narrative:
As it is unknown which device was involved with the event both devices will be include in this report. Additional device implanted: plc121200/unk. Lot: UDI numbers could not be obtained as the lot numbers for the devices were not available. (B)(4).

Event description:
On (B)(6) 2018, the patient underwent endovascular treatment of an abdominal aortic aneurysm using two gore® excluder® aaa endoprostheses. According to the report, the patient had excessive calcium present bilaterally within the iliac arteries. It was reported, the procedure concluded without any reported adverse events and final angiography showed exclusion of the aneurysm. On or about (B)(6) 2018, routine follow-up imaging identified a possible type iii endoleak without aneurysm enlargement. According to the report, the physician believes calcium may have created a hole in the endoprosthesis (exact device unknown). On (B)(6) 2018, an additional procedure was performed to treat the type iii endoleak. Reportedly, two gore® viabahn® vbx balloon expandable endoprostheses were implanted bilaterally within the trunk-ipsilateral leg and contralateral leg components to reline the limbs and as a preventative measure against compression within the calcified vasculature. Final angiography showed no evidence of endoleak, and the patient was taken to recovery in stable condition.